Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited noise on the atrial electrogram and gaps in the impedance measurements. In addition, high atrial sensing integrity counter (sic) and large variations between the minimum and maximum impedance values were detected. The ra lead remains in use. No patient complications have been reported as a result of this event.